Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported intermittent image issue could not be reproduced. Since the cable was deformed by twisting, horizontal stripes were generated in the image. It is likely that a communication failure due to partial disconnection of the cable and the image temporarily disappeared. The cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the cable was twisted and deformed, due to which, there were horizontal stripes in the image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic plasma electrotomy procedure, the cable of the camera head was noted to be damaged, twisted and deformed which sometimes caused no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.